Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for analysis. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed due to the lack of a device return or applicable imagery. Available information suggests calcification likely contributed to the event as the customer reported that, ''the balloon was fully inflated when it burst. The landing zone of the patient was heavily calcified.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the mechanisms of a puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23 mm commander delivery system, the patient had significant sinotubular junction (stj) calcium which caused a balloon rupture towards the end of the valve deployment. There was no extra volume added to the balloon prior to the inflation. The balloon was fully inflated when it burst. This did not affect the 23 mm sapien 3 ultra resilia implant in the native aortic annulus, and there were no patient complications.